Event description:
It was reported that the pump reset unexpectedly. Additionally, it was reported that a cartridge alarm occurred. Customer loaded a new cartridge to resolve the issue. Customer resumed insulin delivery successfully. Customer¿s blood glucose level was in 156-170 mg/dl range.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.